Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was loading a new cartridge when the issue occurred, and technical support ensured the process was completed without further problems. The customer was advised to continue using the pump and to call back if the malfunction recurred, which the customer acknowledged and understood.